Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report high blood glucose levels and a motor error alarm that occurred during manual prime. The customer's blood glucose level was 500 mg/dl. The customer had a symptom of vomiting. The customer was treated with manual injections. The caller performed the displacement test and it passed. The caller was informed that the alarm was caused by a connection issue. The customer was advised to change their set and monitor their insulin pump. Nothing was replaced or returned.